Event description:
An alarm was reported by the caller, identified as alarm 2. The customer's blood glucose level was not adversely affected, remaining below 500 mg/dl. Technical support provided guidance to the caller on resolving the issue, including adjusting the tubing and administering a bolus. Despite this, the cause of the occlusion could not be determined as the customer chose not to remove the infusion site. The customer resumed insulin use afterward.